Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2316-50, serial/lot #: (B)(4), description: infinion 1x16 perc lead kit-50 cm; model #: sc-3400-30, serial/lot #: (B)(4), description: infinion splitter 2x8 kit (30 cm); model #: sc-2218-70, serial/lot #: (B)(4), description: linear st lead, 70cm.

Event description:
A report was received that the patient was experiencing discomfort when using the device as the ipg and leads were too close to the skin. The patient will undergo a revision procedure.